Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 2/21/2022, it was reported by a sales representative via phone that an ar-8925ss syndesmosis tightrope the button could not be cinched all the way down to the plate. The surgeon cut the sutures and another ar-8925ss form the same lot number was opened to complete the case. This was discovered during an ankle fracture with syndesmosis on 2/18/2022. No broke inside the patient and it was completed successfully.